Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. Salter lab's respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen cannulas is not changed out on a regular basis or as indicated on the packaging sores or irritations may result.

Event description:
Skin allergy (redness and sharp heating of the skin of the face) not relieved by antihistamines but with cortisone after 3 days - as soon as the glasses are put on, the tingling warning of the allergy starts again - by changing glasses no reappearance - no dietary, medication or cosmetic changes.

Event description:
Skin allergy (redness and sharp heating of the skin of the face) not relieved by antihistamines but with cortisone after 3 days - as soon as the glasses are put on, the tingling warning of the allergy starts again - by changing glasses no reappearance - no dietary, medication or cosmetic changes.

Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. Salter lab's respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen cannulas is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. The complaint investigation was performed based on the content of the issue reported. Based on the complaint report description, the patient experienced skin allergy. There was no return product, photo image, or video provided to confirm the skin allergy issue. The complaint history was reviewed in grand avenue from the reported dates of january 31, 2022, through january 31, 2024, for part number 16soft-4-50 for failure mode "skin irritation/reaction", this is the second (2) complaint reported for part number 16soft-4-50. There were four (4) complaint reported for the same issue for part number 16soft-7-50 under (B)(4) during the same timeframe for failure mode "skin irritation/reaction". Based on RMA-20017a rev 3, oxygen cannula, product risk analysis under the known and foreseeable hazards "patient exposed to skin irritant" under ID r3 was identified. The potential cause(s) of hazard (hazardous situation) cannula material contains irritants are 7 = severity, 2 = likelihood of occurrence, rpn is <14; therefore, the risk level is acceptable. Based ref-20001-c1 rev 1 on table 1a the risk is low. The regulatory / compliance risk is low. Reviewed sop-20021-c1 and a health hazard evaluation does not need to be performed as the occurrence for the hazard situation is 2 - improbable with a severity - 7. We will continue to monitor trends during our periodic complaint review meetings.